Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112335). The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged foreign particles in lungs, dizziness, pneomonia, headaches, nasal drips, eye irritation, cough. The patient also visit to emergency room. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112335). The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged foreign particles in lungs, dizziness, pneomonia, headaches, nasal drips, eye irritation, cough. The patient also visit to emergency room. The manufacturer received new information alleged having health issues. In this reprot, section b1, b2, g3, h1, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in a voluntary medwatch (mw5112335) alleging foreign particles in lungs, dizziness, pneumonia, headaches, nasal drips, eye irritation, cough related to a bipap device's sound abatement foam. The patient also visited to emergency room for the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.